Manufacturer narrative:
The lot was manufactured between january 4, 2016 ¿ january 5, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume infusor. This event was discovered during patient infusion of an unspecified medication. The medication was delivered for 110 hours and then stopped. The total volume was 240ml and the residual volume was 80ml. There was no patient injury or medical intervention associated with this event. No additional information is available.